Manufacturer narrative:
Additional information has been requested; however, the customer has indicated that the information cannot be provided. The product was not returned for analysis; therefore, our investigation was limited and the underlying root cause could not be determined. Use of solitaire fr device is contraindicated in patients with stenosis proximal to the thrombus site that may preclude safe recovery of the solitaire¿ fr revascularization device. Additionally, the solitaire fr instructions for use (IFU) provides warning: "if excessive resistance is encountered during the delivery of the solitaire¿ fr revascularization device, discontinue the delivery and identify the cause of the resistance. Advancement of the solitaire¿ fr revascularization device against resistance may result in device damage and/or patient injury."

Event description:
Medtronic received information that a solitaire fr device separated during an attempt to retrieve thrombus in the m1 middle cerebral artery. The patient had a stenosis proximal to the thrombus site. The thrombus was hard and of a moderate amount. The physician experience severe friction/difficulty during the delivery of the device to treatment location. During the retrieval of the device, the physician was not sure if the microcatheter tip covered the solitaire fr proximal marker. It was reported that the solitaire fr separated upon the 1st retrieval and was left within the m1. Incomplete stent wall apposition was observed at the distal m1, but the physician decided to leave the stent there. The procedure completed without additional intervention.